Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump froze while the customer was attempting to fill the tubing. It was also mentioned that there was a blank circle on the display. Customer's blood glucose level at the time 244 mg/dl. Troubleshooting occured. Advised insulin pump would replaced.

Manufacturer narrative:
The insulin pump had an intermittent button response due to unlocked lcd keypad connector. No unexpected frozen display noted. The insulin pump was received with cracked reservoir tube lip, minor scratches on lcd window and scratched reservoir tube window.